Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(6) displayed user advisory (ua) 02 (compression tracking error)" was confirmed during archive data review and functional testing. The root cause of the reported issue was the malfunctioning drivetrain motor due to failed component(s). Visual inspection revealed a damaged front enclosure, unrelated to the reported complaint. The photo provided by the zoll service team showed a vertical crack in one of the screw fittings of the front enclosure. This observed physical damage is likely attributed to user mishandling. The front enclosure needs to be replaced to address the issue. The archive data review showed several ua02 advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed as the autopulse platform displayed a ua02 advisory message upon powering up, confirming the reported complaint. Troubleshooting the problem identified an internal malfunction of the drivetrain motor, causing it to spin without engaging when weight was applied to the device. The drivetrain motor assembly will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform sn (B)(6) gave off a couple of beeps and displayed user advisory (ua) 02 (compression tracking error) after the green start/continue button was pressed. The customer replaced the battery to troubleshoot the issue, but the ua02 persisted. The customer stated that they cleared the ua02 advisory message following zoll instructions. However, the ua02 advisory message reoccurred. No patient involvement.

Manufacturer narrative:
UDI related data quality updates only.